Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Around 01:30am, the patient received an alarm on the app, the cgm reading was around 40mg/dl. The reported provided soda to the patient and then several minutes later the cgm increased to 50 mg/dl. There was no bg taken. The patient was not feeling hypoglycemic. A few hours hour later, the cgm reading went back down to 45 mg/dl. The patient ate cookies, hot chocolate and more soda but the cgm reading was still low. Around 8am, her son called because he was alerted as well that it was low, the son advised them to call 911 and so they did. When emt arrive, they took a bg reading which was 355 mg/dl and the cgm reading was 52 mg/dl. The bg was fluctuating from 355 mg/dl to 370 mg/dl. Emt was there for 25 minutes before they had to take the patient to the emergency. The patient arrived at the emergency around 10:30am, while spouse arrive at the emergency an hour later so he didn´t know if the patient was treated with any medication but he was sure that there was no IV around. They performed tests: ECG, blood pressure and urine test. They decided to remove the sensor. The patient was discharged around 3pm and the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When emt arrived, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.